Event description:
A medtronic rep reported an alleged inaccuracy of approximately 4-5mm posterior with a straight suction during a transsphenoidal procedure. Navigation was reported to be accurate initially, but then inaccurate posteriorly as they probed deeper round the sphenoid area. The surgeon re-registered using pointmerge and was accurate and able to complete the surgery successfully using navigation. There was no impact to the outcome of the pt.

Manufacturer narrative:
No files or archives have been received by the manufacturer for evaluation.